Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose and motor error alarms. The customer also reported scratches on the display that makes it difficult to read the device. The customer's blood glucose level at the time of incident was unknown. The customer states they visited the emergency room because they could not get a reading for their blood glucose, and at the hospital his blood glucose level was said to be over 700mg/dl. The customer was advised to discontinue use of the device, and that he would be sent out a continuation of therapy pump. The customer is returning the out of warranty pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.